Manufacturer narrative:
(B)(4). Approximate age of device ¿ 30 days.  The patient remains ongoing with the device. Additional information was requested, but not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the lvad produced elevated parameters. The patient¿s lactated dehydrogenase was not elevated. The patient¿s postoperative course had been complicated by gastrointestinal (gi) bleeding and subtherapeutic inr. No alarms were reported for this event. On (B)(6) 2017, the patient underwent a bowel resection for chronic gi bleeding. Log file analysis did not reveal any device issues. Additional information was requested, but not provided.

Manufacturer narrative:
A correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.